Event description:
It was reported that, during a cori tka procedure, after planning the cuts, when continuing to the femur bone removal screen, the system fault error "unexpected pfs failure" appeared. They quit the case, switched drills and then resumed operation with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed both of the ¿unexpected pfs error¿ messages. Further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time. The ¿unexpected pfs error¿ message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.